Event description:
It was reported that a cartridge alarm 20 occurred, causing the customer's blood glucose level to display as "high," though no specific value was provided. The customer managed the situation by using a correction injection via mdi. Technical support confirmed the issue happened during the load process and advised the customer to return the malfunctioning pump to tandem. A replacement pump with updated software was sent, and the customer was guided on several procedures, including storing and returning the faulty pump, as well as programming and connecting their replacement pump. The customer understood and acknowledged all instructions provided.